Event description:
My son used dexcom sensor with omnipod 5 insulin pump. He was using dexcom g6 when diagnosed and was okay with the sensor. He was then "upgraded" to g7 and has had nothing but issues. Sensors are supposed to last 10 days plus 12-hour grace period. He has been using them for about 4 months now and have never made it past day 4/5. Sensors are always disconnecting which prevents pump from working how it's supposed to. He is only 7 years old and we rely on this "technology" to keep him alive. This product needs to be fixed, they are literally playing with people's lives specially children who cannot manage their type 1 diabetes alone. Us parents rely on this sensor to keep us informed how his sugar is and make decisions based on that.